Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on (B)(6) 2018. Medical records reviewed for MDR reportability. Right attune total knee revised to address pain, instability (hyperflexion, collateral hyperlaxity), and aseptic loosening of the tibia base plate at the cement to implant interface. Revising surgeon indicated that two soft taps with an osteotome removed the tibial base plate from the cement mantle, and there was no cement adhered to the back side of the base plate. Femur, tibial base plate, and tibial insert components were revised; the patella was not. Depuy bone cement was used in primary surgery. Doi: (B)(6) 2015; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 21-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed on (date) 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 2017-03.

Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.